Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the atrial lead exhibited loss of capture. The lead was not used and a new lead was successfully implanted in a different position. The patient was stable.